Event description:
The pump was returned for investigation. Investigation revealed a dim, fading, and red colored display, and a cracked battery compartment. This report is made based on results of investigation completed on 11/24/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: the display was found to be dim, fading, and reddish in color. The battery compartment was cracked below the bumper pad. The battery cap was not returned with the product; a test battery cap was used to verify steps. The pump case was removed for further investigation and corrosion was found underneath the internal clock battery. (B)(6).